Manufacturer narrative:
H10: the device was not received for evaluation; however, the machine was evaluated on-site by a qualified baxter technician. During visual inspection the wheel of the machine was noted to be damaged and a brick was used to keep the machine in the correct position. The reported condition was verified. The cause of the condition could not be determined. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. To resolve the issue, the wheel was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter first name, last name, facility name, address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the front wheels of an ak 96 machine were damaged, and the machine was tilted. This was noted during an unspecified process step. There was no patient involvement. No additional information is available.